Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging an issue with the m button on the patient's one touch ultra meter. Reporter claims that due to the m button not working, the patient was unable to test her blood glucose meter. The reporter mentioned that the alleged issue with the meter began on (B)(6) 2010 at 2:00pm. Due to the alleged issue, the patient withheld her insulin (20 units in the am, 10 units in the pm of novolin 70/30). The patient did not exhibit any symptoms at this time. The following day around 6-7:00pm, the patient felt nervousness, shakiness and had a headache. The patient did not seek any medical attention or contact their physician for assistance. The patient denied that there was any intermittent issue with the power button and denied any misuse of the product .the reported issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the reporter alleged that due to the m button not working, the patient was unable to test her blood glucose and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a crystal failure - x1. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that revision surgery was performed due to a peri-prosthetic fracture of the left femur after a heavy fall of the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.